Event description:
It was reported that the device had a double beep with cassette error. No patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Defective downstream sensor was replaced. The cause of the reported problem could not be determined. Product is beyond 2 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. A service history review identified this device has not been in for service previously. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: update not required, corrected data: b1: adverse event and/or product problem.